Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Pt reports signal loss on rcvr.